Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and confirmed that the master tool manipulator (mtml) was not working due to a faulty board. The fse then replaced the remote arm controller (rac). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, site had to disable the controller again and did not have deploy for docking open. Technical support engineer (tse) advised the clinical sales representative (csr) that this is caused by the arm being disabled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the additional information: the ports were placed prior to use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the remote arm controller (rac) board for failure analysis investigation. The unit was analyzed and found to trigger the 25588 error when installed on an in-house system. Failure analysis confirmed the failure of the power up self-test to be the source of the issue and will send to the original equipment manufacturer (OEM) for further evaluation. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is due to an issue with the rac board.

Event description:
Refer to h11 for follow-up information.